Manufacturer narrative:
The subject device was returned to the service center for evaluation. The device evaluation showed buckles on the insertion tube at the following levels, 15- 20 cm, 40-45cm, 55-60cm. Low guide wire tension was also found in addition to dents in the c-body cover, scratches on the lg lens and loose control knob. The device was repaired and returned to the user. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the stent was unable to be pushed through the channel of the scope device due to a small sponge (as described by the reporter) in the channel of the device. According to the reporter, the user was unable to pass the stent through the device channel while the scope was inside the patient. The user extracted the scope and tried passing the stent through the scope outside the patient. While performing, a small sponge fell out of the scope. After the sponge fell out of the scope, the user was able to pass the stent through the scope and was able to apply the stent to the patient successfully. There was no patient impact or harm was reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A sponge is not a material used on biopsy channel of an endoscope. It was presumed from the investigation results that a disposable cleaning sponge was used at reprocessing after the previous procedure. Since no abnormalities found on the insertion of the endo therapy accessories during the device evaluation, it was presumed that the piece of the sponge remained in biopsy channel and came off during procedure. The issue occurred was attributed to users handling . Olympus will continue to monitor complaints for this device.